Event description:
It was reported that the patient with a spinal cord stimulation (scs) device underwent a replacement procedure after the implantable pulse generator (ipg) exhibited high impedances subsequent to a fall, which affected charging habits. The explanted ipg was retained by the facility and will not be returned for analysis. After the replacement procedure, the representative noted that the patient did well.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. A labeling review did not reveal any anomalies as it states: system failure, which can occur at any time due to random failure(s) of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control is a known risk with the use of spinal cord stimulation (scs). Record review revealed no additional information related to the complaint. Additionally, the code referred to as fall was determined to be unrelated to the device. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. However, a labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs). Therefore, this investigation is assigned a probable cause of known inherent risk of device. Block b3: approximate event date, the fall occurred in late december.

Manufacturer narrative:
Block b3: approximate event date, the fall occurred in late december.

Event description:
It was reported that the patient with a spinal cord stimulation (scs) device underwent a replacement procedure after the implantable pulse generator (ipg) exhibited high impedances subsequent to a fall, which affected charging habits. The explanted ipg was retained by the facility and will not be returned for analysis. After the replacement procedure, the representative noted that the patient did well.